Manufacturer narrative:
(B)(4). Define: received one piece of used, filled of easypump ii lt 60-30-s without original packaging. In as received condition, clamp clip is closed and no wing cap observed. Big top cap is opened. Discofix cap is observed. No crystallized residue at cap valve. Additionally detected crystallized residue along the microbore tube and male luer lock. Analysis: clamp clip is released. No flow is observed. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (microbore tube, filter). Immediately observed flow of solution. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable justification: not judgeable as the complaint sample has crystallized. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 270-54-s without packaging. The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. In 'as-received' condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not closed. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected no solution (liquid) at the lla-cone of the patient connector. The sample was filled up to the nominal volume (270 ml) with nacl 0.9% and a functional test, respectively a leak test, was carried out in a period of one hour. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional leak test was carried out again. Subsequently the pump did not work (solution was not running). Since the pump did not work, an examination of the flow rate is not possible. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): flow rate too fast. Pump emptied 10 hours earlier.